Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that insulin drops were not exiting the tubing during the fill tube step. The customer observed that the luer-lock was slightly bent and insulin was leaking from it. The contact reconnected the luer lock and insulin was observed exiting from the tubing. The customer's blood glucose level was not impacted.